Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that the pt with this right atrial (ra) lead underwent a revision due to dislodgement a few days after the implant procedure. Following that procedure, there was loss of capture and pacing inhibition. The field rep indicated the rate would suddenly drop and the pt has a underlying rhythm of 40 beats per min (bpm) with no pacing. The field rep indicated the physician suspects a connection issue. A revision procedure has been scheduled to either check the setscrew connection or replace the system. No adverse pt effects were reported. Additional info indicated that the lead was crushed (subclavian) in two spots upon inspection of the lead. The lead was explanted. Our records indicate this lead remains implanted. If additional info is received, this report will be updated. No date of explant was provided. It is unclear if the lead was explanted due to the statement "the lead was explanted. Our records indicate this lead remains implanted."